Event description:
Our office in another country received a report via afssaps that a patient (gender not provided) was treated for bacterial keratitis and blurry vision, in the left eye while using private label multipurpose solution to care for their vistitint (ciba) contact lenses. The eye was cultured and positive for serratia marcescens. The solution in the patient's lens case was also cultured and returned negative. Follow up information from the hospital revealed that the event occurred 15 days after the bottle was opened. The patient seems to have followed the directions for use. No other products were used. They were treated with unspecified antibiotics for 15 days and the event resolved; visual acuity was ok following treatment. The complaint unit was not returned. Chemistry, microbiology and batch record for the suspect lot were review previously conducted and found to be within product specifications. No additional information is expected.

Manufacturer narrative:
Method- other: used for batch record review, microbiology and chemistry testing a retained sample. All results were within specification.